Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00688. It was reported the patient experienced overstimulation. The patient turned off stimulation. The patient¿s side effects from the overstimulation subsided and the physician advised the patient to turn stimulation off until further notice. The patient reportedly chose to have the scs system explanted.